Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm and battery test failed alarm. The insulin pump was cracked on the battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with failed battery test alarm after battery changed due to moisture damaged on electronic assembly. Unable to perform displacement test or verify battery longevity due to failed battery test alarm. Device was received with cracked case along the side of the battery tube. The p-cap locks properly into place.